Manufacturer narrative:
This report is submitted january 23, 2018.

Event description:
It was reported that the patient experienced necrosis at the implant site in (B)(6) 2017 and subsequently was treated with a topical steroid (duration not reported).